Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had elevated ldh. Additionally, the pt was returned to ICU for lung issues, chest pain, right heart failure and positive blood cultures. The hospital administered medication, inotropes were started, an intra-aortic balloon pump was inserted. The pt's ldh dropped after receiving the medication.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full analysis of vad-12905 could not be conducted because the system was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted multiple times for an infectious picture. The patient did have an admission in april, but his lactate dehydrogenase was never elevated from his baseline. He did not get put on an intra-aortic balloon pump. His right ventricle was mostly ok. He was profoundly (40lbs up) fluid overloaded and also had a septic component. Methicillin-resistant staphylococcus epidermidis (believed to be left thorax cellulitis though initial CT scan of chest confirmed subcutaneous stranding; however, did not demonstrate abscess or clear etiology of cellulitis) and pna for which he required intubation. He cleared his blood cultures, was temporarily on inotropes to help with diuresis, and was discharged a few weeks later off antibiotics and inotropes.